Event description:
The pump was returned for investigation. Investigation revealed contamination found under the button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed contamination found under the button key contacts. There button symbols were found to be worn; the keypad cover was found to be intact with no evidence to peeling or tearing. The keypad buttons were found to be responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.